Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, "I have been horrified to find several faulty ultra fine needles in 2 of my boxes from my most recent prescription. 3 have been missing plungers and I just went to use one and the whole needle came out with the orange cap." 3 occurrences were reported, but the dates and times were not given.

Event description:
It was reported that separation occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, "ii have been horrified to find several faulty ultra fine needles in 2 of my boxes from my most recent prescription. 3 have been missing plungers and I just went to use one and the whole needle came out with the orange cap." 3 occurrences were reported, but the dates and times were not given.

Manufacturer narrative:
The changes are as follows: b.3. Date of event: (B)(6) 2019. H3 other text : see. H.10.

Event description:
It was reported that separation occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, "ii have been horrified to find several faulty ultra fine needles in 2 of my boxes from my most recent prescription. 3 have been missing plungers and I just went to use one and the whole needle came out with the orange cap." 3 occurrences were reported, but the dates and times were not given.

Manufacturer narrative:
H.6 investigation: - complaint evaluation / complaint history check for the event(s) that occurred. Occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the needle hub separated into the needle shield. The missing thumb press issue will be investigated under complaint 1126669. The attached photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10